Event description:
It was reported that one month ago, the patient noticed that the right cylinder was not deflating completely. Shortly after, he heard/felt a pop during cycling, and it seemed to clear up the issue. However, he is still having issues inflating completely and states the bulb sometimes completely flattens out. He does valve resets often and will attempt additional techniques. An appointment with the physician has been scheduled for evaluation.